Event description:
A customer contacted beckman coulter regarding multiple erroneous troponin (accu tni) results that were generated by the access instrument. The customer did not provide the actual results. The customer did not indicate if the erroneous results were above the ami cutoff of 0.50ng/ml. The results were not reported out of the lab. The customer indicated that all elevated accu tni results were repeated, and then corrected results were reported. No additional event information was provided. The customer indicated that there has been no change to pt treatment attributed to or connected with this event.